Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat pelvic organ prolapse and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2004, (B)(6) 2005, (B)(6) 2008, and (B)(6) 2011 to excision of mesh sutures, removal of perivaginal abscess and perivaginal foreign body abscess, suspected mesh infection, extrusion of mesh, extrusion of mesh, partial rejection of mesh, and postmenopausal uterine bleeding. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent d&c on (B)(6) 2011 due to postmenopausal uterine bleeding. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent sacrospinous fixation using ivs tunneling technique, perineoplasty and partial vaginectomy.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.